Manufacturer narrative:
Evaluation summary for investigation results. (B)(4). It was reported that a patient underwent an atrial tachycardia procedure with stockert 70 rf generator and the foot pedal got stuck and would not stop ablating, as well as it continued to ablate after being stopped by the stockert remote. There was no patient consequence. The foot pedal got stuck and would not stop ablating. It was also noted that the ablation was extended by 1 to 2 seconds longer than what was intended. The procedure was completed successfully conventionally. This complaint was determined to be reportable since the foot pedal got stuck and rf cannot be stopped, as well as it continued to ablate longer than what was intended. As these can be a potential risk for the patient. The investigational analysis has been completed. Repair follow-up was performed and purchase order (po) was not provided. No responses from customer. Service was declined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Management is notified of failure analysis through the monthly trending reports no significant trends have been identified at this time; therefore, no CAPA is requested at this time.

Event description:
It was reported that a patient underwent an atrial tachycardia procedure with stockert 70 rf generator and the foot pedal got stuck and would not stop ablating, as well as it continued to ablate after being stopped by the stockert remote. There was no patient consequence. The foot pedal got stuck and would not stop ablating. It was also noted that the ablation was extended by 1 to 2 seconds longer than what was intended. The procedure was completed successfully conventionally. This complaint was determined to be reportable since the foot pedal got stuck and rf cannot be stopped, as well as it continued to ablate longer than what was intended. As these can be a potential risk for the patient.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. We have searched and found that this stockert was manufactured before september 24, 2014; therefore, UDI is not applicable for this product with serial # (B)(4). (B)(6). (B)(4).